Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation. After review and analysis of the customer photo, no unit label is seen on the tube. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label based on customer photo analysis. The root cause was attributed to a broken belt. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst that five (5) tubes were missing the product label. There was no health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst that five (5) tubes were missing the product label. There was no health impact or consequence reported.